Event description:
It was reported that the procedure was performed to treat a lesion a unknown vessel. A copilot bleed back control valve (bbcv), was noted to leak during the procedure. In addition the individual packaging of another copilot bbcv was noted to not be sealed. There were no reported adverse patient effects nor clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. The investigation determined the reported leak appears to be a potential product quality issue. An exception issue was opened. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.